Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the contact was unable to deliver a correction bolus for the customer's blood glucose (bg) level of 242 mg/dl with moderate ketones. Additionally, the customer set a temporary rate of 125% for the past 24 hours. During a follow-up call on (B)(6) 2016, the contact was unable to remember the details regarding addressing the customer's bg level. However, the contact reported that after delivering the first correction bolus, the contact had tried to deliver another bolus. Reportedly, the contact stated the event was due to user error and due to the customer having insulin on board (iob- active insulin in the body) was the reason the contact was unable to deliver the bolus request.